Event description:
It was reported that the subject device had an abnormal image, found during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: caused by component failure of the electrical component. In addition, the following reportable malfunctions were identified during the device evaluation: distal end fail caused by a component failure of the distal end cover glass; insertion part fail caused by component failure of the outer tube; light source fail caused by a component failure of the light transmission component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.